Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Event description:
Harm code of diabetic ketoacidosis has been changed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. Customer¿s blood glucose level was 141 mg/dl at the time of incident however this was the higher blood glucose for him. Customer also got no delivery alarm. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer was on auto mode at the time of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.